Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer could not push insulin through their syringe. The customer stated they had changed out their infusion set and reservoir. The customer was advised their reservoir was occluded. Customer's blood glucose was 146 mg/dl. No additional information provided.